Manufacturer narrative:
The customer was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Event description:
The customer stated: ¿packaged of neuro sponges only contained 9 instead of 10.¿ this was reported on the neuro basic pack. No injury was reported due to this incident.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.